Event description:
It was reported that during the index procedure, balloon withdrawal resistance occurred. The index procedure treated a de novo lesion in the proximal right coronary artery (rca). The lesion was 4.5 mm wide, 8 mm long, and 99% stenosed. There was mild tortuosity. The physician predilated the lesion prior to placing a 4.5 x 12 mm taxus express2 stent. Upon balloon withdrawal, resistance was noted. The pt received gpiib/iiia inhibitors during the procedure. The pt was discharged 6 days later on aspirin and plavix. This pt was intended to be enrolled into the clinical trial. However, the pt received a taxus express2 and was ineligible. In order to be eligible for the trial, a taxus liberte should have been implanted.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7728866 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.